Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during an implant procedure, the chronic ventricular lead had intermittent pacing. The lead bipolar lead impedance was 200ohms with unipolar impedance at 350ohms. The lead was attached to the device out of the pocket and polarity was changed to "adaptive", which was causing intermittent pacing and there was no capture every third beat. The physician decided not to use the device and a new device attached to the lead and polarity was set to "configure". The new device was pacing correctly. It was noted that the issue could have been out of pocket oversensing or polarity could have been changed to unipolar. The patient is doing "well". The lead remains in use. No patient complications were reported as a result of this event.